Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with no reload received. Further analysis shows that the right wedge guide was noted to be damaged (bent), this condition did not allow the reload to be properly loaded into the device and the anvil would not close as expected. No functional test was performed due the condition of the device. No conclusion could be reached on what caused the damage to the wedge guide. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that when they opened the ats45 on the back table and loaded it with a reload the jaws of the device would not close. They tried multiple times adjusting the reload and then attempting to close the device outside of the patient. They then switched the device out for a different ats45, and it did the same thing. Finally, they called the local ethicon rep who successfully guided them through a successful load and close operation of a third ats45. They felt comfortable using that device on the patient and it worked as normal. None of the ¿malfunctioning¿ devices were ever used on the patient as they never left the back table because they wouldn¿t close with a reload in the jaws. Staff later reported they did get one of the first two ets flex 45 to close on plastic packaging and when they fired it then the jaws would not open.